Manufacturer narrative:
Qn#(B)(4). The device history review for the product the et tube, cuffed, spiral-flex 7.0 lot# 73j2000089 investigation did not show issues rel ated to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found tube blocked when using on patient. Then changed new one. There was no impact on the patient.